Manufacturer narrative:
(B)(4). The following information was requested, but was unavailable: event date? No further information is available. Procedure name and date? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, although it was used with the usual way, the fixation tab was broken during continuous suturing. There were no patient consequences reported. No ad